Event description:
The product is vicks steam inhaler - personal electric inhaler. My wife moved the item and the container with hot water slipped off and spilled, scalding water on her. Later we tried to use it again for my (B)(6) and when it was moved slightly, the container slipped off and spilled scalding water on her abdomen, leaving a red, blistered burn. This product is dangerous. I do not believe I had a defective item. The design appears to be flawed and unsafe. (B)(4).

Event description:
The product is vicks steam inhaler - personal electric inhaler. My wife moved the item and the container with hot water slipped off and spilled, scalding water on her. Later we tried to use it again for my (B)(6) and when it was moved slightly, the container slipped off and spilled scalding water on her abdomen, leaving a red, blistered burn. This product is dangerous. I do not believe I had a defective item. The design appears to be flawed and unsafe. (B)(4).